Event description:
It was observed during the device evaluation, that the subject device had, b30 error, broken image sensor on the main unit, scratch on the lens of the main unit, failure in the camera cable, and corrosion on the scope mount. There was no patient involvement in this reported event.

Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is the cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.